Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok syringe there was an issue with stopper separated from plunger causing leakage.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok syringe there was an issue with stopper separated from plunger causing leakage.

Manufacturer narrative:
Investigation summary: four picture samples were received for evaluation by our quality engineer. A device history record review was performed for the provided lot number (1808211). The review did not reveal any documented quality issues during the production of lot number 1808211 that could have contributed to the reported incident. During the assembly process, mechanical leak testing is performed to every syringe manufactured and if the testing fails, the syringe is automatically rejected to scrap. As physical samples were unavailable for return, ten retained samples of the same lot number were obtained for further investigation. Investigation conclusion: through visual inspection of the pictures, leakage was observed past the stopper ribs. Visual inspection of the retained samples did not reveal any damages or molding defects. Leakage testing was performed on the ten retained samples and no signs of leakage were observed. Root cause description: based on the investigation results, it has been determined that the reported incident was not related to a manufacturing defect, however, the definite cause could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.